Event description:
During a routine endoscopy procedure using an endoscope fitted with a spirus medical overtube, a small tear in the mucosal wall was created. The spirus medical sales rep was present during the procedure and noticed that the clinician was meeting resistance when attempting to advance the scope. The sales rep advised the clinician twice to stop but the clinician managed to push through the resistance. Both persons thought that there had been a kink in the device that had worked free and the scope was advanced normally to the cecum. As the device was withdrawn there was evidence of blood on the overtube at approx the 50cm mark. At the 45cm mark a small tear was observed in the mucosal wall. The clinician took several pictures and continued the withdrawal. When the scope was removed the sales rep examined the overtube for damage or defect and observed none. The clinician declined the sales rep's request to take the device for further study stating hospital policy. The pictures were reviewed by a gi surgeon who recommended surgery to correct the tear. In a follow up conversation between the sales rep and the surgeon it was determined that the tear happened along an adhesion from a previous abdominal procedure. During the healing process from previous procedures the abdominal wall bonded to the outer surface of the colon. During the advancement of the scope the colon wall was pulled away from the abdominal scar tissue creating a small tear.